Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. The patient is having a lot of neck pain- but does not know where the pain is coming from. No revision surgery has been performed. No additional information was provided.

Manufacturer narrative:
Explant date: 2000. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.